Event description:
It was reported that a pump alarm was heard; telemetry had not yet been performed. The patient experienced withdrawal; the patient was "clammy" and was having abdominal pain and gripping her stomach. The symptoms began approximately four days prior to the report and occurred during a normal refill cycle. The patient was traveling outside of her home state. Attempts were made to contact the patient's managing health care provider. The patient had been due for a pump refill on (B)(6), but was unable to make her flight home as she was taken to the emergency room (ER) via ambulance. The patient was 'very sick', weak, 'her stomach hurts', sweating, restless and 'worried she is going to die'. The ER personnel were unfamiliar with the pump but they believed she was going through withdrawal; oral medications and an 'injection' were prescribed. Attempts to have the pump refilled continued. The pump contained fentanyl, clonidine, marcaine and baclofen (concentrations and daily doses were not provided). It was later reported that the patient was not 'being able to walk' due to the amount of pain she was in. The patient had oral medication and was trying to get her pump filled. Per the reporter, the patient indicated "she is going to die in bed because she can't get up and no one in (B)(4) will help her with getting her pump filled."

Event description:
Additional information: the patient was noted as not being able to walk due to the amount of pain she was in. The patient had oral medication; and was trying to get her pump filled. The patient indicated "she is going to die in bed because she can¿t get up and no one in maine will help her with getting her pump filled". It was indicated that the patient's pump was empty for approximately 9 days. Per the healthcare provider patient missed the refill and the pump went empty. A catheter occlusion was found (proximal segment) on (B)(6) 2011 after pump refilled on (B)(6) 2011. The type of baclofen administered via the pump was clarified as being compounded.

Event description:
The healthcare provider confirmed that on (B)(6) 2011 the side access port was checked, drained and refilled which indicated the occlusion. On (B)(6) 2011 the catheter was replaced and the patient has not been seen since.

Manufacturer narrative:
At this point, the patient's pump was empty for approximately 9 days. A follow-up report will be sent if additional information becomes available. Catheter model # 8709, lot # n065651010, implanted: (B)(6) 2006, explanted unknown.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), explanted: 2011-(B)(6).